Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed, one opening on the radius side assessed as unidentified (tear) opening . Additional observations: crease flat observed on the device no further actions are required as the device was implanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. The device has been explanted.